Manufacturer narrative:
This case, with patient identifier (B)(4) (system 1) is related to case with patient identifier (B)(4) (system 2) the event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer allegedly received the following results, with two performa meters, within 10 minutes: 304 mg/dl (system 1) and 105 mg/dl (system 2). No adverse event was reported. No remaining strips were not available; therefore, no product could be requested to be returned for product evaluation.

Manufacturer narrative:
This correction is being sent to document that the code aneurysm was sent by mistake.